Event description:
The manufacturer received information alleging patient device is no longer in use due to the humidifier malfunction and the thick particles that are in the tubing and filters. Patient is experiencing dry mouth, shortness of breath, headaches, restlessness and fatigue. Patient wakes up congested every morning, patient has high blood pressure, has been to the hospital within the last 90 days, severe sleep apnea, particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged to dry mouth, shortness of breath, headaches, restlessness and fatigue. Patient wakes up congested every morning, patient has high blood pressure, has been to the hospital within the last 90 days, severe sleep apnea. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.